Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that both events (e216 scope communication error and the image disappearing during angulation) occurred due to stress from repeated use, external factors, or handling of the device. The image sensor unit may have been damaged, such as through disconnection, or a part mounted on the electrical circuit board, like integrated circuit chips or capacitors, may have been broken. The events can be detected/prevented by following the instructions for use (IFU): instructions, operation manual, chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject events ((e216 scope communication error and the image disappearing during angulation). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited an error 216 (scope communication error) and no image during angulation in the right/left direction due to damage on the charged couple device. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.